Manufacturer narrative:
Product involved with incident was returned for evaluation product involved with incident was returned for evaluation to (B)(4) (importer and complaint handler). Meter was tested with returned strip lot qs06maw9p, expiration 2020-10-05 and performed to specification. No failures detected. Complaint unconfirmed. (B)(4).

Event description:
We received an email report from bound tree from this facility stating, "glucometer malfunctioning, reading too high, may need to be calibrated." Attempted to contact customer but he will not be in until next thursday. I spoke with the fire chief but she wasn't aware of the situation at all, so she took down the information and said that she will have him contact me. Customer did call back and about a week ago, they had a call where there was a diabetic emergency and our meter read somewhere in the 200's but he doesn't know for sure because he wasn't there. Then they used a different brand meter and received a reading in the 50's and a third meter and that one was in the 40-50 range also. They tested this meter with someone at the station with this meter and received the same results. Caller doesn't know about how tests were performed, cleaning or specifics as far as what was done. They have never performed control tests on any of their meters, so I am sending some. He just said the person was taken to the hospital. Replaced meter system and sent return label for customer to return product.